Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the unit and found that the iabp operated normally. The fse replaced the iab datasette and dss datasette per field action. Functional tests were performed on a test intra-aortic balloon (iab) for approximately 20 hours and the unit operated normally.

Event description:
The customer reported that the cs100 intra-aortic balloon pump (iabp) shutdown after 2 hours of use on a patient. The iabp was swapped with another unit to continue therapy. No adverse event was reported.